Event description:
Customer obtained erroneously high troponin (accu tni) results for two patient samples. The initial results were: 7.90 ng/ml and 0.84 ng/ml for patients a and b, respectively. Upon repeat testing lower results were obtained for both patients. The erroneous result for patient a was reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. The last system check performed on 12/11/2009 was within specifications. There were no flags associated with the erroneous results. A field service engineer (fse) was dispatched: the fse performed a troubleshooting and replaced parts. The fse verified repairs per established procedures and results met published specifications. Although hardware issues were addressed, no definitive root cause could be determined. A malfunction will be assumed for the purpose of this report.